Event description:
This patient's performance suddenly began to deteriorate on 03/31/2006. By the next day, he could no longer hear anything. His audiologist switched out his speech processor but this did not resolve the problem. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to the MFR's specs. Explantation and reimplantation surgery plans have not been reported to cochlear at this time.